Event description:
Customer reports receiving erratic readings. In blood glucose tests, customer rec'd readings of 500 mg/dl and 131 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to the clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Product has been requested back for investigation.